Event description:
It has been reported to philips that the flexvision pc was stuck at 0:00 and would not boot up. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that malfunction of flexvision-pc. The fse replaced the flexvision pc , hard disk and installed the software. After replacement of the flexvision pc , hdd and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact and evaluation method code were corrected .